Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vascular stenting procedure, two vascular stents were deployed between an existing vascular stent. Upon post-dilation, the pta balloon caused the existing vascular stent to twist. The pta balloon was exchanged over the guide wire for a post injection of the sfa. However, angiography demonstrated that the sfa was blocked with a thrombus at the location of the twisted stent. The patient was taken to surgery to have a fem-pop bypass graft placed.